Event description:
The customer contacted physio-control to report that their device unexpectedly turns itself off. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control further examined the removed power pcb assembly and battery wire harness assembly and determined that the cause of the reported issue was excessive wear on connectors j11/p11 on the battery wire harness assembly and the power pcb assembly. The excessive wear caused increased resistance of the connector contacts which resulted in an excessive voltage drop at the contacts when the code-summary function was activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shutdown or power cycle.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue by reviewing the device's electronic files. Physio replaced the device's power board, battery wire harness, and battery pins to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly turns itself off. There was no patient involvement reported with the event.